Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent an anterior cruciate ligament reconstruction with a bone patella tendon bone allograft procedure on an unknown date and topical skin. The patient's incisions were closed with sutures in a subcuticular fashion with topical skin adhesive. The patient returned to the office for follow-up visit one week after surgery with slight swelling at the incision site, otherwise, patient was doing well. The next day, the swelling increased and the patient developed erythema around the incision. The patient was prescribed diphenhydramine hci oral and cephalexin oral and symptoms resolved by the time the patient returned for three week postoperative follow-up visit.